Event description:
It was reported that during a device replacement procedure when this electrode and new subcutaneous implantable cardioverter defibrillator (s-ICD) were connected, a popping sound was heard during the defibrillation threshold (dft) test. It was noted that the patient had to be externally defibrillated for the ventricular fibrillation (vf) from the dft test to be converted. Upon review of the dft test results, noise and a shock impedance measurement of 1 ohm was observed. Visual inspection of the electrode did not reveal any findings however, technical services (ts) recommended replacement of the entire system. Testing on the different s-ICD was performed in which impedance measurements were within normal range and no noise was observed. The physician opted to keep the chronic electrode implanted and it remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.